Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the ambulance, on the way to the hospital. The cause of death was gunshot wound. The caller stated that they believe the customer was not feeling well the day of passing. Since the caller was not with the customer at the time, they could not confirm for sure. However, the customer's grandchild checked the customer's blood glucose and it was over 700 mg/dl. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer was using sensors or wearing a sensor at the time of death. The caller stated that the medical examiner has the insulin pump.